Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient believed they had an obstruction as they had not been able to urinate on their own since the procedure. The patient stated they told their surgeon maybe it was from the anesthesia or radiation. The patient also mentioned burning. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported that for about 3 days they were having trouble getting the catheter in, and stated it was due to a swollen prostate. It was noted the patient had followed up with their healthcare provider regarding the issue. On (B)(6) 2019 the patient reported since they switched to program 3 their frequency had gone up, but they used to only need to use 3 catheters a day. No further complications were reported.